Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer required assistance due to their bg level and was given a manual injection to treat bg. It was also reported that the insulin gauge was inaccurate. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.